Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.